Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The customer's returned bronchocath endobronchial tube passed inflation/deflation testing without any issues. The customers reported failure could not be duplicated. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.

Event description:
It was reported that twenty minutes after intubation, a doctor confirmed that ventilation was not properly performing. The tube was replaced by a similar device, which was reported to work without problem. The doctor said the intubation ¿was a little bit forcibly intubated, so the tracheal balloon might have been bent near the tip.¿ the tube was reported to be bloodstained. It was cleaned at the hospital. There is no report of death or serious injury associated with this event. Patient use, was recannulation of a replacement tube required?: yes.